Event description:
Had corneal ulcers/infection for months since approximately 11/05. Ulcers were very difficult and slow to resolve. I ceased wearing contacts during this time. I am a contact user but never attributed solution to sudden loss of visual acuity, photophobia, and pain. Md was unsure why my eyes had "sandblasted" ulcer's on my cornea. I had a ptyerquim removed and after healing resolved I resumed contact use and after 1 week of use I developed the corneal ulcers primarilyn in left eye. My right eye was slightly affected. Several months of steroids eyes have improved but visual acuity on the most affected eye is still blurry and painful. Became aware of bausch and lomb product recall which coincidently I use and have used on. Event did not abate after use stopped.